Event description:
Vasoview hemopro disposable kit issue. Pa reported that the vasoview bisector she used was not coming out of the device in the usual fashion and part of the device which is supposed to retract back into the device all the way was not doing so. Per pa who does CABG (coronary artery bypass graft surgery) vein harvests routinely, after using the disposable kit used today it was not working the way other kits have worked. She requested that we send kit back to manufacturer. The kit is ref# vh-3000, lot# 3000379282, exp. Date [redacted date], manufactured by maquet cardiovascular llc/ getinge. This author put the used disposable vasoview in a plastic bag and back into the box it came in, labeled with a pt sticker and a written explanation on the outside of the box as to the problem. Clinical site corresponds directly with the manufacturer rep.